Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The black box for the event has been overwritten due to continued use. The review of the available data does not show intermittent power loss. There were no alarms associated with the complaint in the history. No damage was observed to the battery compartment. The battery cap was not returned with pump and a new test cap was used and attached until resistance was met. The test battery cap was used to exercise pump for 24 hours with no power interruptions. Removed the pump cover; no evidence of moisture or damage to the power circuit was observed. Conclusion: the pump information for the complaint date has been overwritten, unable to duplicate the complaint.

Event description:
On (B)(6), 2011, the lay-userpatient contacted animas alleging that the pump had an intermittent power issue and was rebooting. The patient did not allege any harm or injury because of the reported issue. The patient disconnected the line and no additional information was provided. Attempts were made unsuccessfully by animas to contact the patient for follow-up information. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.